Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Event description:
It was reported that during preparation of the 4.5x120mm supera self-expanding stent system, the tip was inadvertently pulled off from the stent system. The technician initially thought it was the stylet. The device was not used. The procedure was completed with an unspecified device. There was no patient involvement and no clinically significant delay during the procedure. No additional information was provided.